Manufacturer narrative:
He device has been received by baxter; however, the evaluation of the overdelivery event has not yet been completed. A follow-up report will be submitted once the evaluation has been completed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction where the device overdelivered during final testing was confirmed. The root cause was attributed to a defective syringe selector switch. The device was returned unrepaired. There were no upgrades/repairs performed on this device and functionality of the device was unable to be verified due to estimate refusal by the customer. Additional information: a service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During baxter device evaluation, the device overdelivered during final testing; therefore, no patient injury or medical intervention is associated with this report.